Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with information on how to reset the pump and was assisted in performing the reset. After the reset, the malfunction code did not recur, and it was advised that the customer could continue using the pump. The customer was instructed to call back if any issues reappeared, and they acknowledged the instructions.